Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. Request had been made for this product to be returned. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection of the lead noted setscrew mark on the terminal pin. The allegation on the lead had dislodged and r waves decreased to 2 mv could not be confirmed as the lead passed electrical test and no damages were noted at the lead¿s tip that would have contributed to the dislodgment. However, the allegation on the helix did not extend was confirmed and this was most likely due to dried blood in mechanism and tissue noted on the helix.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The lead was still able to capture but the r waves decreased to 2 mv. The lead was attempted to be repositioned but the helix would not extend as tissue was found on the lead. Additional information indicated that dislodgement was discovered a day after implant and was confirmed thru x-ray. This rv lead was then explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Event description:
--